Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the keypad buttons were under responsive. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/16/2017 with the following findings: during investigation, the keypad was found to be intact; no damaged was observed. All of the keypad buttons were found to respond appropriately to button presses. The keypad was removed and no contamination was found to the button contacts; no button contact defects were observed. The pump cover was removed; no evidence of internal moisture was observed. The keypad latch was found to be fully closed and no damage to the keypad flex was observed. The complaint of a keypad button response issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.